Event description:
It was reported that during the open reduction internal fixation (orif) of a pelvis, the surgeon had a drill bit tip break off in the patient after he bent the drill bit slightly. The broken tip of the drill bit was left in the patient. A second hole for the single screw was placed next to the broken drill bit tip with no further issue. It was also reported when tightening a screw the tip of the hex driver broke off. The broken tip of the driver was removed and another driver was used to successfully complete the procedure. The events resulted in a five minute delay of surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.